Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned product identified signs of use (impact marks), however the dovetail feature does not appear to be damaged. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. During the procedure, the implant would not assemble with the mating tibial tray. It was seen that the underside of the implant was deformed. The surgeon elected to use another tibial insert that was on hand. No adverse events have been reported as a result of the malfunction.